Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer requests assistance with programing the insulin pump. The customer was assisted with programing, meter ID. The customer was walked through programing meter ID into insulin pump. The customer's blood glucose level was 379 mg/dl. The customer was treated with a bolus of 45 units. The troubleshooting was performed for high blood glucose. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat healthcare provider instructions. The customer was advised to follow up with healthcare provider concerning high blood glucose. The customer was advised to monitor the insulin pump.